Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patients ipg is end of life and as such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated.